Event description:
Device 2 of 2: the pt received 2 scs leads with different lot numbers. Reference MFR. Report: 1627487-2012-03449. It was reported the pt was unable to increase system stimulation. X-rays identified the scs lead was fractured. Follow-up identified the scs lead was replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.